Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the a new paddle lead was implanted. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s lead had high impedances resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted to address the issue. Physician was unable to access epidural, as such, no new lead was implanted. Additional surgery may take place at a later date to implant a new lead.